Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the patient's implantable cardioverter defibrillator exhibited a non-sustained right ventricular oversensing (nsrvo) due to post paced t-wave oversensing. Programming changes were discussed, no changes or intervention was performed; the clinic elected to monitor the device. Patient condition was stable.